Event description:
In (B)(6) of 2018 I had gone to a plastic surgeon to discuss a new breast augmentation, and in my appointment I was shown that my right implant had moved up my chest and was not only lopsided but smaller than my left implant. The dr said he could go in and fix it with no problem, but covid19 happened and I never got the surgery. Well starting in (B)(6) of 2020, I started to experience severe pain in my right breast. My dr sent me to get a mammogram and ultrasound and it was discovered that my silicone is leaking and is causing swelling and extreme pain. FDA safety report ID# (B)(4).